Event description:
It was reported that the user¿s cgm sensor expired, they manually entered blood glucose values, and dosing stopped overnight with a reported glucose of 625 mg/dl; the user then administered subcutaneous insulin by pen and later resumed ilet therapy after obtaining a new cgm sensor. Symptoms included feeling mildly ill. Outcomes included temporary interruption of ilet automated dosing and a return to therapy after cgm replacement without hospitalization. Investigation included troubleshooting and education on backup therapy when manual entry is not available. Investigation of this case revealed high glucose associated with an expired libre 3 sensor and cessation of ilet dosing when cgm data were unavailable, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and device use consistent with design when cgm input is absent.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.